Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user / mechanical stress. Investigation completed and product evaluated with no defects found.

Event description:
Customer called about her lancing device. She states the lancing device will arm but when the device fires the needle to puncture her finger the lancet does not retract completely back into the barrel of the lancing device.

Event description:
Customer called about her lancing device. She states the lancing device will arm but when the device fires the needle to puncture her finger the lancet does not retract completely back into the barrel of the lancing device.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.